Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon. The procedure treated the 90% stenosed target lesion located in the severely calcified left main artery. A 2.5x8.0mm apex balloon was used for pre-dilation and a 4.0x12mm promus element plus stent was advanced to the lesion. However, the physician noted that the stent had moved off a section of the balloon. The physician was able to successfully deploy the 4.0x12mm promus element plus stent and post dilation was performed with a 4.0x8.0mm nc quantum balloon with good result. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).